Manufacturer narrative:
Device not returned for evaluation. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery due to post-operative complication (non union), likely due to non-compliance.

Event description:
It was reported that the patient underwent a revision surgery due to post-operative complication (non union), likely due to non-compliance.

Manufacturer narrative:
The reported event was confirmed by x-rays provided for evaluation. A device inspection was not possible since the affected device was not returned. The medical opinion of a medical expert was requested to evaluate the risk of this event: "the patient sustained a b2 fracture (boileau type 3), which is known for its unpredictable outcome. There are various muscles acting on the bone fragments, not only creating predictable fracture patterns, but also creating forces that counteract fracture reduction." "In this case, the fracture didn¿t heal and then breakage of the implant is unavoidable over time. I didn¿t notice hardware pull-out on the available x-rays (still the surgeon may have noticed some during revision surgery). The secondary dislocation of the fracture fragments (in this case the humeral head in varus and the humerus at the level of the fracture) will dislocate further as result of these muscle forces and is not a result of hardware pull-out." "The plate fractured as an unavoidable sequence of a non-union of the metaphyseal component of the fracture." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.